Manufacturer narrative:
Explant date: unknown. Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a lead breakage ,although the patient states there was no change in therapy. As a result patient underwent surgical intervention wherein the system was explanted in 2016 at an unknown date.